Event description:
On (B)(6) 2013, reporter contacted animas, alleging a display (display issue) issue. Reportedly, patient had difficulty reading the display screen. There was no reported adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 12/17/2013 with the following findings: during testing, the display was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.